Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with over 400 units of insulin. There was no reported impact to customer's blood glucose level.